Manufacturer narrative:
No product or images were available in related to this complaint, so the complaint could not be confirmed. No contact information for the complainant was available. The contact information was not indicated on the medwatch form. The lot number was not provided; therefore the device history record could not be reviewed. Filter leg/anchor embedding in the vena cava wall is a natural occurrence that is variable by patient. Each patient¿s system responds to a foreign body differently, and this one apparently resulted in heavy endothelial growth over the filter legs in the short time the filter was implanted. There are techniques that are more effective in retrieving a heavily embedded filter. From the description it is not clear what type of retrieval sheath was used, only that a loop-snare technique was used. However, they do mention using forceps in an attempt to remove the filter which could have damaged the filter inevitably resulting in the "fragmentation" (fracture?) Reported on successful retrieval.

Event description:
Option ivc filter placed (B)(6) 2016 failed removal attempt (B)(6) 2016 referred for complex retrieval. Filter tip not embedded but filter so severely embedded in ivc wall that it could not be retrieved even with forceps loops snare technique performed and filter fragmented on retrieval was then able to remove rest of filter using forceps. This filter has only been in place just over 2 months and was almost unrecoverable.